Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they required medical assistance for a low blood glucose. Blood glucose reading was 7 mg/dl. The customer stated they were making noises and could not stay still from their low. The customer was treated with an IV by the paramedics and their blood glucose stabilized. It was also reported the customer tripped and fell, damaging the insulin pump. The customer broke their fingers and toes as a result. It was unknown if auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with cracked case behind the insulin pump at the battery compartment and cracked battery tube threads. (B)(4).